Event description:
Patient reported receiving an e8 (power interrupt) error message on the infusion device. On (B)(6) 2014, preliminary evaluation found the up button on the infusion device is always active. No further information given. No adverse event reported. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).